Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that surgical intervention occurred on (B)(6) 2021 wherein the leads were repositioned. No products were explanted or implanted. The patient has effective therapy post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event and therapy date are estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04382. It was reported that the patient's leads had migrated, and effective therapy was lost. Reprogramming did not resolve the issue. As a result, surgery may occur to address the issue.